Manufacturer narrative:
Additional information was received that the patients ipg was too close to the skin. The patient underwent a revision procedure wherein the pocket was made deeper and the ipg upgraded. No device malfunction was suspected. The patient was doing well postoperatively. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain that occurred when stimulation was on or off at the implant site following a medical ablation procedure. X-rays were taken and look good. It was also reported that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain that occurred when stimulation was on or off at the implant site following a medical ablation procedure. X-rays were taken and look good. It was also reported that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.